Manufacturer narrative:
Calibration was last performed on (B)(6) 2021 and was acceptable. Qc was acceptable. The customer used a clotting time of 15 minutes. This time may be too low. Multiple abnormal aspiration and sample short alarms were observed on the alarm trace data. These alarms are an indication of possible poor sample quality. Based on the data provided, the cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 8000 e 602 module. Patient 1 initial result from the e602 module was 24.84 ng/l. The repeat from a different module was 3.42 ng/l. This corresponded to the patient¿s diagnosis. The repeat from the e602 module was 3.9 ng/l. On (B)(6) 2021 patient 2 initial result from the e602 module was 15.91 ng/l. The repeat from a different module was 4.64 ng/l. This corresponded to the patient¿s diagnosis. The repeat from the e602 module was 5.67 ng/l. The questionable results were not reported outside of the laboratory. The troponin t hs stat reagent lot number was 51205001 with an expiration date of 31-may-2022.

Manufacturer narrative:
.